Manufacturer narrative:
(B)(6). Evaluation has not been performed since the customer refuse entry. Requested but not available at the time of this report. It is unknown if the alleged fake software has compromised the safety functions or pre-treatment protocols of the laser system. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Distributor reported that system software has been corrupted and now the system allows to perform surgery without the need to insert a visx treatment card. End user is refusing entry to site to check laser.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.